Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for bowel dysfunction/sacral nerve stimulation. The patient is interested in getting a new ins to potentially help with symptom control. The patient stated she is seeing a doctor about her bowel issues and they want to set up an appointment with a rep to discuss the ins. The patient stated the same information that the device never worked for her after implant and mentioned that she needed the device because her sacral nerve was damaged after back surgery (prior to implant; 12 years ago) (unrelated) and she has no control of her bowels. Caller stated that she tried using the device for several months after implant, but it never helped with symptom control. Patient stated she eventually got the device removed (unknown date). There were no further patient complications are anticipated or expected as a result of this event.

Event description:
Patient reported that the device never worked for them. They kept it in for two years and then had it removed. They had trouble with bowel movements. Patient was implanted for bowel dysfunctional / sacral nerve stimulation